Manufacturer narrative:
It was reported that mesh was implanted along with concurrent laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy with gynemesh, tension free vaginal tape, obturator procedure/ transobturator urethropexy, cystoscopy and perineorrhaphy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted due to cystocele, rectocele, uterine prolapse, stress urinary incontinence. Following insertion the patient experienced pain, bleeding, infection, urinary/bowel problems, recurrence and dyspareunia.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
It was reported that mesh was implanted along with concurrent laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy, anterior and posterior colporrhaphy with gynemesh, tension free vaginal tape, obturature procedure/ transobturator urethropexy, cystoscopy and perineorrhaphy.